Event description:
The lens was removed and replaced due to the pt's unexpected postop refraction of +3.75 diopter.

Event description:
Pt is experiencing an unexpected postoperative refraction of +3.75 following implantation fo the device. The lens remains implanted and will not be replaced.